Manufacturer narrative:
The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the operation room ground being uneven.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was only able to reproduce the issue when his head was in the surgeon side console. The arm would drift because the ground was uneven. Electrical and mechanical adjustment were made to correct reported problem. The system was tested and verified as ready for use. No parts were replaced.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) for phone assistance regarding the universal surgical manipulator (usm) 4 drifting on its own. The tse asked the customer if the reported event was occurring while the da vinci system was being driven, and according to the customer the reported event occurred sometimes when driving but also occurred on its own. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer: the reporter stated she believed ports were placed at the time of the issue. The procedure was a robotic assisted right inguinal hernia repair with mesh on an xi system. They were not able to resolve the issue, and the arm continued to drift. There was no injury to the patient.